Event description:
It was reported that a home patient (hp) observed air in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. Nothing unusual was noted during troubleshooting for the observed air. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.